Event description:
The customer reported that the transformer broke apart. There is a breach in the transformer housing.

Manufacturer narrative:
In a follow up with the customer, the customer replied that she did not witness any smoke, fire, sparking, or melting. The customer also indicated that she would return the product. However, as of the date of this report, the product has not been received. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. The issue was a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.